Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently had a blood glucose level over 400 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 112 mg/dl. Later in the call, the customer reported that her blood glucose level had dropped to 54 mg/dl. During troubleshooting, the customer reported that a no delivery alarm occurred during the fill tubing process and the reservoir cap was wet. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self-test, error test. The insulin pump passed off no power test. No excessive no delivery alarm noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window and cracked reservoir tube lip.